Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most proximal row through to 5 rows down from the distal end stretched and bunched. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x38mm synergy drug-eluting stent was advanced but without success. When the device was removed to perform support augmentation maneuvers, it was found that the stent structure was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x38mm synergy drug-eluting stent was advanced but without success. When the device was removed to perform support augmentation maneuvers, it was found that the stent structure was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.